Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was not functioning properly. It was reported that did not calibrate. It was reported that the customer was receiving calibration errors and sensor errors.the customer's blood glucose level at the time of incident was reported to be 87mg/dl. It was reported that their levels were as low as 50mg/dl. Troubleshooting was reported to be conducted. It was reported that the cannula was too small. The customer was advised to monitor the device and call back if issues continue.